Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs300 cardiosave intra-aortic balloon pump (iabp) had battery maintenance required message. There were no patient harm or injury was reported.

Manufacturer narrative:
After further review, it was determined that the event was only a routine battery maintenance and there was no malfunction with the unit. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
N/a.